Event description:
As reported by the user facility: customer reported to the web site that they had a huber needle tubing that broke while the pt was sleeping, causing loss of chemotherapy and blood. The needle had been in for 2 days when this occurred. (B)(4), lot# wn66. The incident date was (B)(6) 2012. The estimated loss was 12hours of 5fu chemotherapy. The customer no longer has a sample, but they did take pictures of the product.

Manufacturer narrative:
A historical review of the customer complaint database, revealed no other reports of this nature against finished good (B)(4) or the reported lot# wn66. No adverse trends were identified during the complaint review process. The facility did not save the actual device that was involved in the reported incident, however, they did send in two photos. All available info has been forwarded to the actual manufacturer. A follow-up report will be provided when the eval results are available.